Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2022-00063. 3004608878-2022-00065. A facility reported that the mayfield modified skull clamp (a1059) moved after it was positioned on a patient. No patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation after three good faith attempts (gfes) were made. However, the customer provided a video for evaluation, findings are as follows: ailure analysis - the customer provided video of the clamp movement while the patient was positioned. Based on the provided video, there appears to be movement in the skull clamp, specifically movement of the ratchet extension. No serial numbers have been provided for the complaint products of this mayfield system, so the age of the devices and service history cannot be determined at this time. Root cause - complaint confirmed. Customer provided video shows movement of the mayfield system after positioning on the patient. However, the definite root cause cannot be identified as the device was not returned. Based on the reported complaint and video, probable root cause is routine wear and lack of preventive maintenance resulting in minor movement within the mayfield. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.